Event description:
A user facility medwatch was sent to baxter corporate product surveillance to report a clearlink continu-flo solution set in which a leak was observed. According to the report, as soon as the nurse inserted a spike into an unknown solution bag, the tubing directly below the drip chamber separated. The solution began rapidly dripping onto the floor. The nurse stopped the infusion by occluding the hole at the bottom of the drip chamber with a gloved hand. The solution bag and tubing were switched out to proceed with the infusion. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the problem could not be confirmed and the assignable cause could not be determined.